Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that there was a loss or change of therapy. There was a change in urgency and accidents. It was noted that therapy was not on. Turning therapy on did not resolve the issue. There was no trauma or fall that could be related to this issue. The patient now felt comfortable stimulation. When she had adjusted it last, she had turned the implantable neurostimulator (ins) off, by pressing the ins off button. The patient stated she was sometimes confused. The change in symptoms occurred in (B)(6) 2016 and the issue with no stimulation and turning the ins off occurred "a few days ago." The patient later reported an appointment with the doctor was scheduled for (B)(6) 2016. The patient did not know the circumstances that led to the changes in urgency and accidents. Steps taken to resolve the changes included the patient trying to get to the bathroom quicker, but it did not help much.

Event description:
Additional information was received from the consumer regarding the patient. The caller reported the patient was having problems with accidents again and couldn't get their patient programmer (pp) to work. The patient was reportedly needing to wear a pad and the patient tried several times to "change the strength," but has not had any relief. Therapy was confirmed to be turned on and the patient reported a past issue where the patient's stimulation was found to be turned off at their one year check up. At the time of the call the patient was set to 1.0 on program 2 and elected to increase to 1.1 on program 2 to see if this helped with the patient's symptoms. The caller further indicated that the patient had not changed programs because the last time the patient changed programs their right leg started to hurt shortly after. The patient switched programs back and the pain went away. The patient could not remember which program they had tried. The patient was advised to follow-up with their healthcare provider (hcp) and the patient stated that they would do so if their symptoms did not resolve, but would not be able to do so until after getting back from a trip. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0tcz7, implanted: (B)(6) 2015, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A consumer reported that they had a loss of therapy. It was indicated that the patient was having urgency symptom return in the past couple of weeks. They could not increase stimulation on the current program because it would be painful. They were feeling "pinching" sensation currently on program 3 at 3.2volt. It was indicated that they changed to program 4 two months ago and began to feel pain down their right leg, they changed back to program 3 and pain went away. They changed to program 2 at 2.1 v and felt comfortably. The change in symptom/therapy was considered sudden. The indications for use for this patient were urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent